Event description:
The customer reported that the alarm "check vent: primary alarm failed" occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.